Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had decided not to proceed with revision due to financial reasons.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.